Event description:
It was reported that pre-procedure during a follow-up, the physician had seen one single right atrial impedance measurement, measuring greater than 3000 ohms. Provocative maneuvers were performed, and no noise was registered by the cardiac resynchronization therapy defibrillator (crt-d). The physician decided to perform an x-ray and there was no evidence of a lead fracture. The physician decided to replace the device and perform measurements with pacing system analyzer (psa) and no out-of-range measurements were observed. No additional adverse patient effects were reported. The device will not return for analysis, it was discarded.

Event description:
It was reported that pre-procedure during a follow-up, the physician had seen one single right atrial impedance measurement, measuring greater than 3000 ohms. Provocative maneuvers were performed, and no noise was registered by the cardiac resynchronization therapy defibrillator (crt-d). The physician decided to perform an x-ray and there was no evidence of a lead fracture. The physician decided to replace the device and perform measurements with pacing system analyzer (psa) and no out-of-range measurements were observed. No additional adverse patient effects were reported. The device will not return for analysis, it was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.